Event description:
It was reported that the patient presented to the hospital for a bi-ventricular pulse generator system upgrade. During the procedure, the physician placed the mdt straight quad lead in the posterior branch of the coronary sinus (cs). The lead exhibited good thresholds at <2v on electrodes 1-3 configure but had failure to capture on electrode 4 at 10v. The procedure was completed without complications. The patient tolerated the procedure well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).